Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert. Therapy delivery failed during a defibrillation test and low, out of range hv lead impedance and noise were also observed. Additionally, externalized conductors were noted via fluoroscopy. The lead was capped. The patient was condition was stable.